Manufacturer narrative:
Upon retrospective review, this issue was determined to be reportable as an MDR.

Event description:
Merge hemo monitors, measures, and records physiologic data from a human patient undergoing a cardiac catheterization procedure. Customer reported the hemomonitor.exe failure during a procedure. This error may impact the physician's ability to continue vitals monitoring during cath procedures. (B)(4).